Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 8021545-2024-01782 - device 2 of 4. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set tap not sticking during shower event on (B)(6) 2024. Non-serialized product being replaced. No further information available.